Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and increased threshold were observed. Assessing the lead with isometrics and a chest x-ray was recommended and will be discussed with the physician. The patient was not symptomatic. No further information is available.

Event description:
New information received states that the rv lead was explanted and replaced due to capture anomaly and poor electrical parameters. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in two segments measuring 11.3 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.